Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant on (B)(6) 2007 and was revised on (B)(6) 2007 due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).